Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation results: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is only taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available.

Event description:
As reported by the user facility information by bbm sales organization in irelan: "underinfusion - red cell transfusion". According to the customer: according to the complainant, red blood cells were being transfused using an infusomat space (material # 8713050) pump. The pump was programmed to transfuse 300 milliliters (ml) over four (4) hours. At the end of the four (4) hours, the pump alarmed to indicate that the 300ml had been transfused, however, approximately 100-150ml remained. No patient complications were reported as a result of the event.